Manufacturer narrative:
(B)(4). Additional information was received from the reporter further clarifying the nature of the incident. The edematous tissue was a pre-existing condition prior to the surgery.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: surgeon was using a ta stapler to fire across the colon. When she closed the stapler down (first squeeze), it made a loud crunching noise. When she relaxed her hand (to squeeze to fire) she noticed that the colon had been divided on the posterior side. Only the anterior portion of the bowel was intact. The surgeon had to give the patient a permanent stoma due to the cutting of the tissue. Surgeon admitted that the tissue was thicker than she originally thought but she never got fire as the stapler cut before. There was a 2 hour extension of the surgical time. The patient had edemenous tissue. Additional information has been requested from the account, but not yet received.